Event description:
On (B)(6), 2013, this patient underwent endovascular repair of an aneurysm of the thoracic aortic arch using gore tag thoracic endoprostheses. Prior to the implantation, a debranching bypass using vascular grafts of the right subclavian artery, left common carotid artery and left subclavian artery were performed. A gore dryseal sheath was inserted from the right femoral artery, through which the tag devices were successfully implanted. Touch-up ballooning was performed, and imaging showed no sign of endoleak. When the gore dryseal sheath was withdrawn from the patient, the patient's blood pressure dropped. The physician diagnosed a rupture of the right external iliac artery. The artery was occluded with a reliant balloon. The physician performed a surgery and replaced the ruptured right external iliac artery with a vascular graft. The patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - the right external iliac artery measured 6-8mm. The outside diameter of the gore dryseal sheath is 9.1mm. The physician was are of the risk of vascular access trauma.